Event description:
Per received report: there was a kink on tip of coil when opened the package. Additional information received from the affiliate indicated that the kink was found while the device is being taken out of the packaging hoop. Nothing was observed unusual and was not taken out by force. The unit was stored in the warehouse and wasn't used in the patient. No patient involvement reported.

Manufacturer narrative:
Note: additional information is being submitted for the device evaluation narrative below. It was reported that there was a kink on the tip of the 4mmx 7.5cm micrusphere 10 platinum microcoil when the package was opened. It was found while the device was being taken out of the packaging hoop. Nothing was observed to be unusual and it was not taken out by force. The unit was stored in the warehouse and wasn't used in the patient. No patient involvement reported. Based on the available information and the analysis of the returned device, no definitive conclusion can be made regarding the reported kinked coil noted when taken out of the package. It is possible that removal process or inspection process may have contributed. With review of the reported information and the analysis, it appears that the damages to the delivery system and further damage to the coil found on the device that were not reported by the user occurred due to handling of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The damaged distal section of the coil was returned outside the distal tip of the green introducer. At this exposed section the coil was found to be kinked as reported. The 7.5cm coil was found to have been stretched approximately 32.0cm. The proximal end of the coil was unraveled out of the soldered section. The hypotube was found severely kinked in two places which appeared to have been post procedural damage. Located at the proximal end of the resheathing tool in the cutout, the v notch has been severely damaged. The material at the damaged edges of the v notch has been raised above the surface plane. The locking mechanism and the surrounding sheath material were both severely damaged. Due to the severity of the damage to the locking mechanism, the functionality of this mechanism could not be tested. Therefore, it cannot be determined if the coil was protruding outside the introducer sheath before use. The evidence strongly suggests that the distal section of the coil caught the distal diameter of the green introducer during retraction (producing the reported kink) which may have occurred at the completion of the coil inspection. The retraction may have been quick which would have anchored the coil causing the coil to kink at the distal end and for the remainder of the coil to stretch and unravel out of the soldered section. This type of damage requiring external retraction force with the coil anchored has been duplicated during laboratory testing and from field complaints. No material defects were found. The circumstances of where this damage occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, visually examine the microcoil for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the microcoil from the introducer sheath, the unit may be defective. Repackage the microcoil and return the entire device to micrus endovascular or an authorized representative for replacement. Once the visual inspection is complete, gently pull the microcoil back so that no portion of the coil is exposed out of the end of the introducer tip. Concerning the damage to the resheathing tool's v notch and to the locking mechanism, this damage occurred when the sheath was pulled straight back instead of up at an angle and then back. This caused a binding action between the device positioning unit (dpu) and the sheath. This binding action may have contributed to the coil damage. The circumstances of how and where this damage occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.